Manufacturer narrative:
The customer reported qc2h error messages during testing. Qc errors are designed to be a fail-safe error to prevent the reporting of erroneous results. These can be caused by multiple issues, including improper storage, techniques issues, including improper storage, technique issues, and sample interference. Root cause could not be determined from the information provided by the customer. In-house testing with retain strips did not replicated the customer's complaint of 4nn error messages. The manufacturing records for the lot were reviewed and there were no issues related to this complaint. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Customer reported via phone call that on (B)(6) 2014, the home health nurse obtained an error message on the inratio2 device. The nurse thought "qc2 h" error meant the inr was too high to measure and therefore held the pt's coumadin on (B)(6) 2014. The nurse did not repeat the test. She did test on a non-coumadin user and obtained a result within the normal range for a non-coumadin user. There was no additional information provided.